Event description:
Surgeon evaluated atrial appendage clip for use during surgery. He noticed that the [invalid] in the clip were too loose and requested another atrial appendage clip. The substitute atrial appendage clip worked appropriately and there was no further incident. There were no complications noted during surgery and the patient was admitted to the ICU for post operative cardiac care. FDA safety report ID# (B)(4).